Manufacturer narrative:
Beckman coulter customer technical support (cts) assisted the customer over the phone to troubleshoot the leak. The cts instructed the customer to bleach the manual aspiration pathway and the flow cell resolving the leak and the flow cell clog error. Following the bleaching procedure, the analyzer was confirmed as operational and it was verified by running latron and controls. Per conversation with the cts, the manual aspiration pathway may have had a clog. The failure mode was related to a clog in the manual aspiration pathway and flow cell. However, the instrument performed as expected, generating a flow cell clog error message informing the operator to an instrument problem. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a clear leak from the probe of the coulter lh 500 hematology analyzer. The volume of the uncontained leak was approximately half a cup. A flow cell clog error was generated by the analyzer at the time of the leak. The operator was wearing a laboratory coat, gloves and glasses at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event and there was no change to patient treatment.